Event description:
A surgeon reported encountering a problem while trying to remove a secondary cataract with a yag laser in an eye implanted with an intraocular lens (iol). The surgeon attempted to make a cross with the laser but it did not allow the posterior capsule to open because it was stuck to the posterior part of the iol. The surgeon will follow up with the pt within two months to see if anything has changed and if the capsule has detached on its own. Additional info has been requested.

Manufacturer narrative:
The product has not been received for eval; the device remains implanted. Product history records could not be reviewed because the rptr did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).